Manufacturer narrative:
Upon further investigation of the device evaluation, it was further determined that the bearings were damaged. This malfunction was inadvertently omitted from the initial report. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the hose of the motor device was damaged and had a hole/cut. It was further determined that the cable/cord/wiring was damaged. It was further determined that the motor and control were defective, the coupling was worn out and the fuse wire was not functioning. It was further determined that the device failed pretest for loctite and cable assessment, motor thermistor assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body, no short circuit between sensor gnd and connector body, safety assessment, air pump assessment, handpiece temperature assessment and hand control assessment. It was noted in the service order that the hose was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.